Event description:
The customer obtained a non-reproducible higher than expected vitros trop I es result from a patient sample when processed on the vitros eci immunodiagnostic system. A biased result of the direction and magnitude observed may lead to inappropriate physician action. The higher than expected vitros tropi es result was not reported from the laboratory. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4)

Manufacturer narrative:
The investigation determined that a non-reproducible falsely elevated trop I es result was obtained from a patient sample processed on the vitros eci immunodiagnostic system. The investigation could not determine a definitive cause. The possibility that an analyzer related event, or poor sample processing had contributed to the biased result could not be ruled out. The root cause of this event is unknown.